Event description:
It was reported that approximately nine months post stent graft placement, it was identified that the stent graft migrated. Reportedly, the stent graft was initially implanted to treat a 90% stenotic lesion at the venous anastomosis of an av graft in the patient's left upper arm. Following pre-dilatation, a 7 x 5 stent graft was introduced sheathless and placed in the intended location. Upon deployment, the stent graft moved distally approximately 3 cm. A 9 x 4 balloon catheter was used to bring the stent graft back approximately 2 cm to the venous anastomosis. Post-dilatation of the stent graft was then performed with the same balloon. Post-pta angiogram revealed proper stent placement and coverage at the venous anastomosis with no further migration and resolution of the stenosis to 0%. Approximately none months post-placement, the patient presented with severe swelling of the left arm and a drop in transonic flows. Angiography revealed that the stent graft had migrated into the brachiocephalic vein, which caused a narrowing of the vein segment. A bare metal stent was deployed to secure the stent graft against the vessel wall. The patient was reported to be doing well.

Manufacturer narrative:
The stent graft remains implanted; therefore, it is not available for evaluation. The event investigation is currently underway.